Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported the micropuncture transitionless access set was being used during a procedure using verithena to treat a varicose vein when the wire guide splintered in the patient's anatomy. There was no issue noted with the device during it's preparation prior to the procedure. The physician had difficulty removing the wire guide after inserting the micro puncture catheter into the patient's anatomy. Upon removal it was noted the wire guide had splintered but remained intact. After removal, another micropuncture transitionless access set was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation. A review of the complaint history, device history record, documentation, manufactures instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that only the wire guide was returned from the set. The length from the solder junction to the distorted, curled mandril section was 2.5cm. The coil was elongated approximately 24cm past the solder junction. No solder weld on the distal tip was present. However, the mandril was curled excessively and unable to be measured. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. However, the two subassembly lots for the wire guide did reveal five nonconforming devices for insufficient solder, one for a wavy coil, and another for an offset coil. Those affected units were scrapped and not replaced prior to order completion. It should also be noted there were no other reported complaints for this lot number. Furthermore, a review of the manufactures instructions and quality control procedures was conducted, and no gaps were discovered. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.